Manufacturer narrative:
(B)(4). Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery when there was insulin in reservoir. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.